Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints at the interface board. The insulin pump was unable to verify motor error alarm due to blank display. The motor was tested outside of the device and passed. The device was received with broken reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was over 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer performed the displacement test and passed with the low reservoir. Customer received multiple motor error alarms and no delivery alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.